Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a "optical sensor system error" alarm after connecting the pump to the aic. The console was replaced to address the issue. No patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. Console logs on the day of reported event were consistent with complaint and showed two failed attempts to start a case using impella with smartassist, both times receiving notification of "optical sensor system error". The device logs show that optical signal was invalid, with very low values of snr and contrast, indicating optical losses between pump sensor and optical bench detector (ccd). Inspection of the optical fiber in aic pump plug receptacle revealed some contamination, but also some mechanical damage to the ferrule surrounding the fiber. When an attempt was made to reproduce the issue, it's been observed that test pump plug could not be inserted securely all the way in. Further inspection of the blue receptacle revealed a piece of pump catheter connector that broke off and was lodged inside the housing of the receptacle (see photos attached), preventing the connector from being fully engaged. The resulting connection was such that the metal pins were engaged creating electrical contact sufficient for pump detection, but the optical fibers were not close enough for the sensor to operate properly. The cause of such heavy mechanical damage was not determined, however was most likely use-related. This report is being filed as part of a retrospective review of historical records.